Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow after connected to the patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured between april 29, 2015 and april 30, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.